Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a 'fracture'. The implantable cardioverter defibrillator (ICD) was also removed and both devices were replaced.